Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision recommended. Asr xl acetabular system (right). Update (B)(6) 2012: reason for revision. Reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended, asr xl acetabular system (right). Update from (B)(6) email (B)(6) 2012: reason for revision. Reason for revision: pain. Update received: (B)(6) 2014 - added further reason(s) for revision: component loosening - acetabular cup component.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Asr xl acetabular system (right). Update from (B)(6) email 26th apr 2012: reason for revision. Reason for revision: pain. Update received: 30th may 2014 - added further reason(s) for revision: component loosening - acetabular cup component. Update - added future revision date. Taken from claimsuite dated 22nd july 2014. Update- confirmation revision has taken place. Taken from spreadsheet dated 12th september 2014. Asr revision due to take place (B)(6) 2014.